Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 400 mg/dl). A bolus via the pump and insulin injections were used to address the bg. Water was consumed to eliminate any ketones. The customer did not know the cause of the high bg. As the event had occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the events with a healthcare provider.